Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver contacted beta bionics to clarify ilet use after persistent hyperglycemia despite two infusion site changes with 6 mm insets, no bent cannulas, and no signs of leakage, and after a meal announcement the glucose rose; the patient was in a hospital setting when the care team instructed disconnection from the ilet and transition to subcutaneous insulin injections. Symptoms included high blood glucose. Outcomes included medical evaluation in a hospital and temporary discontinuation of pump therapy with use of insulin pens. Investigation included review of available delivery data and caregiver interview, along with troubleshooting and education that covered proper cartridge locking, infusion set connection, and a factory reset procedure if needed. Investigation of this case revealed that the ilet delivered insulin, but glycemic control remained elevated, and the caregiver observed the cartridge was not fully locked, which can prevent insulin from entering the body; the issue was consistent with an infusion set or cartridge connection problem. It was concluded, based on previously established findings for similar reports, that user setup error related to incomplete cartridge locking or infusion set connection was the most likely cause.